Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. It was noted that the patient charged their implantable neurostimulator (ins) and turned the lightning bolt on, but the therapy did not turn on. It was further reported that the event occurred following a fall. The patient reportedly fell 2 times on ¿the other day¿ prior to the report and felt like something came loose. It was later reported stimulation was turning off and there was no stimulation sensation. It was noted that the patient was having problems starting the stimulator. It was further reported that the battery went down just the other day meaning it got really low. The patient reportedly last charged to 3/4 full on the day prior to the date of the report. It was verified the lightning bolt was on but the patient was not able to feel stimulation. It was noted that the lightning bolt is in the left hand corner showing program check 8 at 1.10 amplitude but the patient did not feel stimulation. It was also noted that the patient increased stimulation but did not feel it. Additional information has been requested but was not available as of the date of this report.